Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification, causing failed interrogation. (B)(4).

Event description:
It was reported the programmer failed to interrogate devices. The programmer and radiofrequency (rf) head were returned for repair. The radiofrequency (rf) head was analyzed and tested out of specification. No patient complications were reported as a result of this event.